Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
It was reported a patient enrolled in a clinical study underwent a left total hip arthroplasty on (B)(6) 2005 and a right total hip arthroplasty on (B)(6) 2008. Subsequently, patient underwent a left hip revision procedure on (B)(6) 2014 due to pain, fluid, heterotropic ossification, abductor muscle rupture, implant clicking/popping, pseudotumor, necrotic abductors, metal debris, soft tissue abnormalities, elevated metal ion levels and metallosis. A simple fluid collection taken from the posterior lateral quadrant of the hip measured 25.9 x 34.1 x 32.2mm. The modular head and taper adapter were removed and replaced. There has been no reported right hip revision procedure to date. Additional information received in the operative report noted patient underwent a left hip revision on (B)(6) 2014 due to pain, swelling, limp abductor, and elevated metal ion levels. Operative report noted the presence of stripe wear on the head, fluid, abductor muscle rupture, metal debris, gray necrotic debris, capsular debris, and gray necrotic dead tissue. The modular head and taper adapter were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported a patient enrolled in a clinical study underwent a left total hip arthroplasty on (B)(6) 2005 and a right total hip arthroplasty on (B)(6) 2008. Subsequently, patient underwent a left hip revision procedure on (B)(6) 2014 due to pain, fluid, heterotropic ossification, abductor muscle rupture, implant clicking/popping, pseudotumor, necrotic abductors, metal debris, soft tissue abnormalities, elevated metal ion levels and metallosis. A simple fluid collection taken from the posterior lateral quadrant of the hip measured 25.9 x 34.1 x 32.2mm. The modular head and taper adapter were removed and replaced. There has been no reported right hip revision procedure to date.

Event description:
It was reported a patient enrolled in a clinical study underwent a left total hip arthroplasty on (B)(6) 2005 and a right total hip arthroplasty on (B)(6) 2008. Subsequently, patient underwent a left hip revision procedure on july 3, 2014 due to pain, fluid, heterotropic ossification, abductor muscle rupture, implant clicking/popping, pseudotumor, necrotic abductors, metal debris, elevated metal ion levels and metallosis. The modular head and taper adapter were removed and replaced. There has been no reported right hip revision procedure to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2014-07065 / 07067).